Manufacturer narrative:
This report is being supplemented to provide the legal manufacturer's final investigation results. As previously reported, the distal cover may have easily come off the subject scope due to the following: 1. The cover was attached improperly. 2. The cover had cracks and/or pinhole. 3. Chemical solutions such as anti-fog agent adhered to the cover, which caused it to break. Olympus will continue to monitor field performance for this device.

Event description:
Olympus received a voluntary medwatch report stating that during an endoscopic retrograde cholangiopancreatography (ercp) stone removal, while the physician was removing stones from the bile duct, the single use distal cover of the evis exera iii duodenovideoscope came off and was loose in the patient's small intestine. The scope was removed from the patient, reloaded with a new disposable cover, and the procedure was completed with the same scope. This issue led to a 5-10 minute delay in the procedure while under general anesthesia. At the end of the procedure, the doctor utilized a roth net to secure and to remove the loose disposable cover along with the scope. No objects were retained by the patient. No patient injury occurred. This is related to patient identifier number (B)(6) which was reported under MFR. Report number (B)(4).

Manufacturer narrative:
The device referenced in this report was not returned to omsc for evaluation. The root cause of the user¿s report cannot be conclusively determined but the most likely causes for the reported phenomenon (distal end cover falling off) are as follows: (1) the distal end cover was improperly attached to the endoscope. (2) distal end cover has a crack and/ or pinhole. (3) chemical solutions such as anti-fog agent adhered to the distal end cover, which cause the distal end cover to break. The device instruction manual includes the following caution and warning statements: ¿never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges." "Inspection of accessories: inspection of the single use distal cover (maj-2315): should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the single use distal cover could cause patient injury and this could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed." Attaching accessories to the endoscope: attaching the single use distal cover: ¿do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover or the endoscope. These products may cause cracks in the single use distal cover. If a single use distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment. / damage or cuts to the mucosal membrane from sharp edges due to the cracks on the single use distal cover. - detach the single use distal cover from the distal end of the endoscope when the single use distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories.¿ the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Investigation activities have been opened to manage actions related to this report and any required MDR reporting.